Manufacturer narrative:
This complaint is still under investigation. (B)(4).

Event description:
Update:10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of dislocation. Records are available for further review. Dor: (B)(6) 2009 patient demographics added.

Manufacturer narrative:
Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of dislocation. Records are available for further review. Dor: (B)(6) 2009. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.